Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown; however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if further investigation results require.

Event description:
It was reported that a bur broke inside the device during the procedure. There was no delay as a result of the event and a back up was used to complete the case. There was no adverse consequence as a result of the event.